Event description:
It was reported that the pt fell onto the implant. She had a slight hematoma over the implant, a small area knocked that was bloody and had a little swelling. An x-ray didn't show anything noticeable. Testing showed that the device has malfunctioned. Further testings carried out over the following days confirmed that the device has malfunctioned. The pt was reimplanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.